Event description:
The nurse, was drawing labs on the patient's peripherally inserted central catheter (PICC) line. When she went to use a green vial, is did not vacuum the blood. She got another green vial and it also did not vacuum the blood into the vial.